Event description:
It has been reported to philips that the system required a suite pc replacement. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited the system onsite and confirmed that there was no issue with the suite pc. Earlier, the suite pc was received with a mismatch between the serial numbers in the box and the pc which led this complaint to be opened. After the replacement of suite pc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.